Manufacturer narrative:
Terumo did not receive the actual device, therefore no physical investigation was performed. No sample will be received. Since no lot number was provided, terumo is unable to determine info on the seal. It is unclear as to when the seal breached, therefore, the root cause of this complaint is unk. Terumo will monitor for future issues. The complaint will be included in associate awareness training. No lot number was provided; no DHR review was performed. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the peel pouch was not completely sealed. There was no harm to the pt as this occurred out-of-box. The event did not result in delay in surgical procedure.